Event description:
Reported as "allergic reaction, the pt had the lap-band implanted and explanted within same hosp stay, two different surgical procedures. Post operatively the pt's heart rate had continued to increase along with a drop in blood pressure." The surgeon thought that possibly there was an injury to the stomach, but no leaks were observed when the pt went back to surgery where the device was explanted. The surgeon consulted with an immunologist who did not feel that this device was the source of the allergy but it has been noted that there can be profound reactions to various surgical paraphernalia such as tape and the glue that is used as the adhesive for surgical closure. An anaphylactic test was not done at the time of surgery. The surgeon is uncertain if the lap-band was the cause of this reaction but the pt's symptoms did resolve soon after explantation of the device. Surgeon still uncertain of source of reaction. This event is being reported because inamed's approach to compliance is to resolve all doubt in favor of reporting.